Event description:
The iab leaked. This was the only info at the time of the report. On 8/12/98, the following was reported to datascope: the nurse noted blood in the iab catheter. Pumping was immediately stopped and the physician on call was notified. The balloon was removed and another was not reinserted. There was no pt injury or complication as a result of the event. The pt was stable after the event. The pt went to surgery and was doing fine. [Event complications]: unk-reported 7/20/98; none-rpt'd 8/12/98. [Pt's current status]: doing fine-rpt'd 8/12/98.